Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. The rv defibrillation impedance was relatively stable with no discernable rising trend, but was high at an average of approximately 115 ohms.

Event description:
It was reported that a right ventricular (rv) lead alert triggered due to high defibrillation impedance. It was also noted that the rv lead previously triggered the same alert three times. No further actions were scheduled for the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.